Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be submitted.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient weight is unknown). According to the complainant, post procedure, the physician noted a burn to the labia of the vagina. No leaks were noted during the procedure. The physician treated the burn with silvadene cream and released the patient. Additional follow up information provided that a first degree burn occurred to the labia which was observed post procedure. The size of the burn was approximately 3 cm. It was confirmed that the physician used silvadene cream as treatment to the affected area. A fluid loss alarm error message was not generated on the system, and it was confirmed that a cervical leak did not occur. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.